Manufacturer narrative:
The insulin pump passed displacement test, self test and a21 error test however, no a17 or a21 alarm noted. The insulin pump was received with normal operating currents.no unexpected time and date reset noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarms unexpected restart every time the battery is changed and the time and date has to be reset. Blood glucose was 4.5 mmol/l. The customer stated the battery is changed before it runs out of power. The alarm history also showed an external ram error alarm. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.